Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Three small needle-suture pieces and one needle-suture outside its packaging were received for analysis. Product code mx69g which is multistrand and requires four strands single armed per packet. During the visual inspection of the three small needle-suture pieces, no breakage suture was observed. But the extremes were noted to be broken probably caused by a surgical instrument. The other sections of the suture were not returned for analysis. The functional test was not possible because the suture was received with a short length. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The functional test was performed on the needle-suture using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 10/16/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a achilles repair procedure on an unknown date and suture was used. During an achilles tendon surgery, the suture was broken during ligation. It was not a control release needle. There were no adverse consequences to the patient.